Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented through merlin.net transmission with a vf episode where vt/vf was appropriately diagnosed and treated, but the stored egm showed three instances of undersensed and delayed binning of the vt/vf intervals. Programming changes were suggested. Patient will continue to be monitored normally.